Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was received that included a report of devices being implanted in 147 patients, which 126 had at least 30 days of follow up before a first event occurred. The mortality at 30 days was 12.2%, 10% mortality at thirty days after cte (combined thrombus event), seven patients of entire cohort (4.7%) died within the first two to three days after the implant. This article discussed "impact of aortic valve closure on adverse events and outcomes with the heartware ventricular assist device". Despite improvements in technology and anti-coagulation protocols, thrombotic events are still relatively frequent in patients with the device, although they are not related to increased mortality. These are high risk patients. No further information has been provided at this time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A journal article was received that included a report of devices being implanted in 147 patients, which 126 had at least 30 days of follow up before a first event occurred. The mortality at 30 days was 12.2%, 10% mortality at thirty days after cte (combined thrombus event), seven patients of entire cohort (4.7%) died within the first two to three days after the implant. This article discussed "impact of aortic valve closure on adverse events and outcomes with the heartware ventricular assist device".  Despite improvements in technology and anti-coagulation protocols, thrombotic events are still relatively frequent in patients with the device, although they are not related to increased mortality. These are high risk patients. No further information has been provided at this time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Article information: the journal of heart and lung transplantation. Impact of aortic valve closure on adverse events and outcomes with the heartware ventricular assist device http://dx.doi.org/10.1016/j.healun.2016.08.006. David dobarro,md,a,b,c marian urban,md,a karen booth,mb,a neil wrightson,bs,a javier castrodeza,md,a,b jerome jungschleger,md,a nicola robinson-smith,ba,a andrew woods,ba,a gareth parry,frcp,a stephan schueler,md,a and guy a.macgowan,md,facca,d. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. The reported event could not be confirmed due to insufficient information. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.